Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377745, lot# v010634, implanted: (B)(6) 2008, product type: lead. Product ID: 377745, lot# v009143, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant). It was reported a pain doctor pulled on components during a reprogramming session and the patient had to have a revision. The patient noted that one wire was pulled up and the implantable neurostimulator (ins) had migrated down. A revision had occurred and it was noted that the patient recovered completely. No patient symptoms were reported regarding this event. It was noted that this had occurred 2-3 years after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.